Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: guide wire tip separation has caused or contributed to patient injury previously. Device issue: guide wire tip separation. It was reported that the procedure was to treat a total chronic occlusion in the rca. The confianza guide wire was advanced but became stuck in the plaque. An attempt was then made to remove the guide wire, but there was too much resistance. A 1.5 otw balloon was advanced to the tip of the guide wire and they were able to remove both devices together once outside the patient on the back table, the tip of the guide wire broke off the case was aborted. There was no patient effects reported. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the confianza pro guide wire was returned separated approximately 10 mm from distal end. The distal portion was deformed into a curved shape, and the broken core wire came out when coil was decoiled. Observation of the broken ends by scanning electron microscopy (sem) revealed that the core wire, immediately adjacent to the broken site, was bent a "j" shape; both the proximal and distal portions. A trace of twist was found on the cylindrical surface of the distal portion of the core wire, but it seemed that the twist was not so heavy. The broken sites matched each other on both the core wire and the coil wire. Product performance engineering found, based on the ped information and investigation of the returned guide wire that it appears that guide wire became kinked approximately 10 mm from the distal end, when torque manipulation was applied to the guide wire because of the distal end being trapped by the cto lesion. Because the core wire and coil wire might have been damaged and by the force applied during removal, the guide wire finally separated outside patient. It is stated in the warning section of instructions for use describes as "if guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position, otherwise damage to the guidewire may occur, ....take any necessary remedial action." Additionally, separation or breakage of the guide wire is described as possible complications and adverse events. Our manufacturing process includes extensive testing and inspections for parts, assembly, through final products, so as to ensure each product meets or exceeds the performance specifications. It is the primary objective of everyone of us to provide products of the highest reliability and performance. This MDR is considered closed by the product performance group.